Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from health care professional via a manufacturing representative regarding a patient with scoliosis for lumbar artrodesis spinal therapy. It was reported that the crosslink broken in the nearby part and not in the break thread. It was replaced and there was no damage to the patient or damage to the procedure. There was no patient symptoms or complications as a result of this event. There was no treatment or additional surgery performed as a result of this event.